Event description:
It was reported that auxiliary control unit watchdog. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Customers reported issue was not duplicated during power-up process. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced speaker for preventive. Performed power up process and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.